Event description:
Additional information received reported that the patient's revision in (B)(6) 2013 was due to the device "flipping, hurting and wasn't charging at all." It was noted that the patient didn't start using the device until weeks after the implant and after that she was able to get 8 boxes.

Event description:
It was reported the patient received assistance and her concerns were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37092, lot# 285240002, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-p4, lot# n294201, implanted: (B)(6) 2011, product type accessory; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had an ¿over functioning bladder.¿ the patient was leaking urine from time to time and had to wear pads; particularly when she moved. It did not matter if the stimulation was on or off. This started to occur after she had surgery to move the stimulator on (B)(6) 2013. The stimulator was moved from her buttocks to the middle of her back. The lead was rubbing against her skin, so it was also moved deeper and in-between her shoulder blades. The patient had her staples removed on (B)(6) 2013 but she still had a lot of swelling. When the patient didn¿t use stimulation, she had numbness and pain thru her left thigh. The patient tried to charge the night prior for 5 hours and got to half charged. The patient had difficulties laying on the stimulator due to swelling and soreness. Sitting in a chair did not help. The site was also looking blue in color. The patient tried not to use stimulation a lot to try and save the battery. The patient did not receive a charging belt and requested one to help with charging. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Conclusion codes have been updated to the following: deleted eval code-conclusion of (B)(4) from the event.

Event description:
Additional information received reported that the neurosurgeon attempted to reposition the implantable neurostimulator (ins) battery so it was at the same incision as the lead component. The suture then broke and the ins battery moved so the patient had the revision to secure the battery in the pocket. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated only information regarding the implantable neurostimulator (ins) and lead device and patient symptoms leading to the explant in (B)(6) 2013 pertain to this manufacturer's report. All other information involving post-explant symptoms and device issues are considered a separate event and no longer applies to this manufacturer's report. Additional information received reported that it was causing a lot of pain. It was reported that the patient had the battery relocated and put the stimulator deeper. It was noted that the patient device would sometimes work and sometimes not, so they moved it from the buttocks. It was reported that the patient guessed "the distance was so far the current to travel so they moved it the middle of the back". It was later reported that the implantable neurostimulator (ins) was moving and bruising. It was noted that it would not even charge at all and after a while, wouldn't identify the battery.